Event description:
Philips received a complaint by the customer on the v60, indicating that the accept button was not working on the device. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer requested a part i.d. And part price. The remote service engineer (rse) provided the customer with both.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that there was no part replaced, and the device was put back into service with no further issues noted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.